Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that there was a patient data code on this subcutaneous implantable cardioverter defibrillator (s-ICD) which reset patient data including the implant date. Technical services (ts) discussed this code as well as troubleshooting with health care professional (hcp). Hcp was able to use manual setup to restore patient data. After implant date was set, the projected battery longevity marked 52% which was noted to be inaccurately high. Analysis was performed on device data. It was determined that there was no premature battery depletion (pbd) and that this was due to the data reset and will be restored after a short time. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that there was a patient data code on this subcutaneous implantable cardioverter defibrillator (s-ICD) which reset patient data including the implant date. Technical services (ts) discussed this code as well as troubleshooting with health care professional (hcp). Hcp was able to use manual setup to restore patient data. After implant date was set, the projected battery longevity marked 52% which was noted to be inaccurately high. Analysis was performed on device data. It was determined that there was no premature battery depletion (pbd) and that this was due to the data reset and will be restored after a short time. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this device was explanted for normal battery depletion (nbd) and replaced with a new s-ICD. No additional adverse patient effects were reported outside of replacement procedure. This product has been received by boston scientific for further investigation.